Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer reporting there were no circumstances that led to the issues. Steps taken to resolve the issue was new stimulator. The issue did not resolve. They stated it is better with the replacement recharger but still taking longer.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial#: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the recharger was not working as fast as it should. The patient had been charging for almost 2 hours and the patient's ins was still not charged enough to turn on stimulation. The patient was getting 8 coupling bars. The patient programmer was showing patient's ins was flashing low and stimulation was off. On the call, the ins was flashing 25% and stimulation was off. The caller said the ins was completely depleted when the patient began charging. They said this had happened on and off for 3 months. The patient had a fall and they thought the ins had flipped and could have contributed to the recharging issues. The patient did see their physician and it was confirmed that the ins was in the correct place and did not flip. The caller called back and said they had charged for 30 plus minutes and stimulation would still not turn on. The caller charged some more and asked for assistance turning stimulation back on. When attempting to turn it on, the insr did not seem to be responding. The patient mentioned his tremors were driving him nuts. Stimulation was turned back on and the patient said the ins was painful when she put the recharger antenna on her ins because it took so long to charge. She said her skin was tender. A email was sent to repair for a new recharger. No further complications were reported/anticipated.